Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative evaluated the device at the customer's site. The device performed to specification. The customer's report was attributed to the device being used incorrectly. The user expected the device to act as a basic life support device where it would auto analyze every 2 minutes, but it was actually setup in manual mode and would only analyze whenever the button was pressed. This caused a 12 minute delay before they realized and performed the manual analysis. The device was set up as a manual device with AED override per the medical director. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, the device was unable to analyze. Complainant indicated that the patient subsequently expired, however, they do not believe this was device associated.